Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had no picture. The issue occurred during preparation for use. The procedure was done with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.